Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor reconstruction with uphold lite including vaginal approach hysteropexy performed on (B)(6) 2015. The procedure was completed without complications. According to the complainant, on (B)(6) 2015, the patient had difficulty emptying her bladder. A foley catheter was placed and the event resolved on (B)(6) 2015.

Manufacturer narrative:
The device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.